Event description:
At the beginning of a re-intervention to reposition the patient's right ventricular lead, the subject device was interrogated,and the physician noticed the device had performed 32 charges and 22 inappropriate shocks. With the stereoscopy, the physician saw that the biotronik right ventricular lead was wrapped around the device. As the patient was on the operating table and the device had lost half of its longevity, the physician replaced the device. There is no issue suspected with the device.

Manufacturer narrative:
The patient files analysis revealed noise oversensing on the ventricular channel, which caused the reported inappropriate shocks. The observed noise could originate from electromagnetic interferences (emi) and/or myopotentials sensing; however none of them could be confirmed with certainty. Damage was found on the (rv)is-1 setscrew, which is typically incurred when tightening the set-screw prior to fully insertion of the lead in the connector port. However, a normal lead tightening mark was also identified on the (rv)is-1 set-screw, confirming that an appropriate connection was performed. Electrical and mechanical characteristics of the returned device conformed to established specifications. No issue is suspected with the subject device.

Event description:
At the beginning of a re-intervention to reposition the patient's right ventricular lead, the subject device was interrogated,and the physician noticed the device had performed 32 charges and 22 inappropriate shocks. With the stereoscopy, the physician saw that the biotronik right ventricular lead was wrapped around the device. As the patient was on the operating table and the device had lost half of its longevity, the physician replaced the device. There is no issue suspected with the device.